Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had black screen. The technical support specialist (tss) successfully rebooted the station, confirmed it is back online, and verified that the issue has been resolved. As the station is functioning properly, the case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device had black screen.the customer reported that the user was able to remove the medication from other station or main pharmacy resulting in a delay in the dispensing workflow.however, there were no adverse events or injuries reported based on this incident.